Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart xl+ defibrillator exhibited problems. No further details are available at this time. There was no reported patient involvement.

Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ defibrillator indicating that the device showed defibrillation problems. The rse evaluated the device remotely and determined that the manual defibrillation function of the device was unavailable. Further root cause analysis is not expected because the equipment is not under warranty and the customer refuses to pay for repair. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available, we were unable to determine the cause of the reported problem. Based on the information available and results of additional analysis, no further action is necessary at this time. The device was not under warranty and the customer refused to pay for repair. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.